Event description:
The customer reported that the sys intermittently displayed a 'cine disk not available' error upon boot up. This would result in a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The cine bridge board was replaced. The sys was then found to be operating as intended.